Manufacturer narrative:
The reported event is being contributed to stress and eventual fatigue in the material of the fixed seat tube. Clients reported weight at time of incident exceeds the maximum weight capacity of the chair. Material and structural testing was performed at the parent company and a change in the design of the part was done, which improved quality and durability of the seat post area. Servicing dealer reports the client is being re-evaluated for a different model of chair that is designed to support the clients weight range. The DHR was reviewed and unit built according to specification. Note: an evaluation summary is not attached to this report due to a visual inspection being performed in the field to confirm the complaint.

Event description:
Client reported the upper plate of the fixed seat tube became detached allowing the seating to fall off of the base of wheelchair. Client reported not to have suffered any injury as a result of this event.